Manufacturer narrative:
Date of event and lot #: device lot number are unknown, no product information has been provided to date. Two devices were returned for investigation and based on visual inspection and functional testing, the complaint could not be confirmed. Based on analysis, the complaints cannot be confirmed as a manufacturing nonconformance as no fault was found. The dimensional issues reported are highly probable to be due to a miscommunication between the customer and the provider that issues the purchase orders to customer service. The cuff inflation issues reported are highly probable to be due to a variation in user technique. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the customer reported that they sent this back in july for custom trach. The child was in hospital at the time of the issue. The length that they receive was 70mm. And the order was 80mm. Two (2) of the trach's, the balloon would not inflate. There has been no report of patient involvement during use issue or no observable clinical symptoms or a change in symptoms identified in the patient.